Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, loss of capture and high pacing impedance were noted on the right ventricular (rv) leadless pacemaker (lp). Cardiac perforation was noted resulting in low blood pressure, effusion and tamponade requiring drainage during the procedure. The patient was admitted into intensive care in stable condition and a blood transfusion was performed. No additional intervention was performed and the patient is in stable condition.